Event description:
The service report shows the customer reported that the 840 ventilator stopped cycling. The ventilator was not in used on a patient at the time the malfunction occurred. The covidien customer support engineer (cse) inspected the device and could not duplicate the alleged event. The unit passed extended self-testing and no parts were replaced.

Manufacturer narrative:
(B)(4).